Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, and the patient subsequently died. The cause of the peritonitis was unknown. On an unknown date, the patient experienced malaise and cloudy effluent; which are known manifestations of peritonitis. The patient was hospitalized on an unknown date for the event of peritonitis. During hospitalization, the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. On an unknown date, the patient experienced sepsis. Thirty-one days before the date this report was received, the patient passed away. The cause of death was reported as sepsis with peritoneal origin; however, an autopsy was not performed. Therapy remained ongoing prior to death; however, it was not reported the patient was performing therapy at the time of death. No additional information is available at this time.